Event description:
Pt self tester alleges precision issues. Discrepant low: inratio inr=2.9, lab inr=6.7, pt's therapeutic range 2.0 - 3.0. Time between tests was about 30 mins - pt accidentally took too much coumadin not due to a result on the inratio meter. Pt took 2 days worth of her coumadin dose prior to either inratio reading. Her daughter discovered that her mother took too much coumadin. This was not due to a reading on the inratio meter. Pt's daughter took her mother to the hospital because she could not get a result on the inratio meter, she was getting errors. She took her to the hospital because of her mother taking too much coumadin and she was feeling dizzy. While sitting in the ER waiting room, a result of 2.9 was obtained on the inratio.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that the test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Results from retained strip testing on in-house meters met both accuracy and precision criteria. The root cause could not be determined from the info provided by the customer. (B)(4). Corrective action is not required at this time. This issue will continue to be tracked and trended.